Manufacturer narrative:
(B)(4). Lens remains implanted at the time of submitting the MDR. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the surgeon implanted the intraocular lens (iol) in the normal way. Then the surgeon discovered two (2) damages at the outer side of the lens. The surgeon opted not to remove the lens because it would be more invasive. In follow-up, it was reported that there were two little scratches at the edge of the iol. The scratches did not cause contrast or vision loss. Reportedly, there was no patient injury. No further information was provided.

Manufacturer narrative:
The insertion system was returned to the manufacturer for evaluation. The return product was visually inspected and revealed that the insertion device was properly armed. The plunger was observed to be past the ready position. There was no lens inside the system or among the received content. Therefore, a visual inspection of the lens could not be performed and the reported complaint cannot be confirmed. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The manufacturing record review was performed. The lenses and injector device were manufactured within specifications. The units were released according to specification. The documentation shows that the product was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.